Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Uncomfortable- vagina [vulvovaginal discomfort] cotton came apart- tampon [device breakage] case narrative: consumer reported via e-mail that the cotton came apart. No serious injury reported.